Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) found that the ise fluidics line was contaminated. The fse cleaned the ise fluidics line and bowl with bleach and replaced the electrodes. A precision test, calibration, and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6) . The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 3 patients on a cobas pro ise analytical unit and an abl827 analyzer. This medwatch will cover sodium. Refer to medwatch with a1 patient identifier pt (B)(6) for information on the chloride results. The doctor questioned the patient results as they did not match the patients' previous results. The provided results are from separate samples. On (B)(6) 2024, patient 1 had a serum na result of 153 mmol/l and a cl result of 113 mmol/l. The patient had a whole blood sample collected and run on an abl827 analyzer and the na result was 145 mmol/l. On (B)(6) 2024, the patient had sample collected and the serum na result of 152 mmol/l and a cl result of 116 mmol/l. The patient had another serum sample collected and the na result was 143 mmol/l and a cl result of 107 mmol/l. On (B)(6) 2024, patient 2 had a serum na result of 151 mmol/l and a cl result of 111 mmol/l.. The patient had a whole blood sample collected and run on an abl827 analyzer and the na result was 142 mmol/l. On (B)(6) 2024, patient 3 had a serum na result of 151 mmol/l and a cl result of 112 mmol/l.. The patient had a whole blood sample collected and run on an abl827 analyzer and the na result was 140 mmol/l. On (B)(6) 2024, the patient had another sample collected and the serum na result was 149 mmol/l and a cl result of 112 mmol/l.